Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) recorded battery depletion (bd) alert. There was a concern that the battery longevity. Technical services (ts) analyzed the data and determined that the battery was depleting faster than expected. Ts recommended device replacement. No adverse patient effects were reported. This device remains in service.